Event description:
It was reported that a bd pyxis¿ medstation¿ es storage space drawers were not found on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the main drawer 4.1/4.2 not detected on bus and module controller lights showed drawer had no communication with row boards. Drawer lights were good. The field service engineer (fse) inspected retractor bands; both looked good. Using a meter, it was determined that the drawer controller was defective, and the drawer controller was good. Replaced the drawer controller. Inspected pyxibus cable and row board cable. No debris was present on row boards. Verified using diagnostics that drawer functioned properly. Customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es storage space drawers were not found on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.